Event description:
Customer has three different devices and was unsure which device was used on the following four vents. Event #1 customer tested blood glucose and received result of 114mg/dl. Customer wasn't feeling well and had blurry vision. They went to the hospital and 20 minutes later they received a result of 596mg/dl. The customer didn't dose medication based on the device results they were given insulin. Event #2 customer tested blood glucose and received a result of 600 and dosed 50 units of insulin. They didn't feel well and went to the hospital where they received a result of 37mg/dl. Event #3 customer received a result over 500mg/dl and dosed 50 units of insulin. The customer passed out and paramedics took the customer to the hospital where a blood glucose result of 140mg/dl was received. The customer received some unknown treatment.